Manufacturer narrative:
Upon further investigation, it was determined the analyzer initially had a reagent alarm, so the customer manually removed the reagent from the specified position. Due to the alarm, they were unable to reset the analyzer, so they shut down the analyzer. The system was not able to complete the task of removing the reagent through the software program, therefore the system still had memory of the reagent pack being on board. As a consequence to the customer removing the cassette manually, the analyzer still pipetted from the empty hdl cassette position. This is the reason for the erroneous results. It was determined that the issue was caused by a customer handling error.

Event description:
The customer reported that the analyzer indicated that there were 2 hdl- cholesterol plus (hdl) cassettes on board in positions 24 and 25, however, cassette position 24 was empty. The customer then determined that six patient samples had erroneous results that were reported outside of the laboratory. All initial results were reported outside of the laboratory and the samples were repeated on a different analyzer, serial number (B)(4). The repeat results were believed to be correct. Sample one initially resulted as <3 mg/dl and repeated on analyzer serial number (B)(4) as 45 mg/dl. Sample two initially resulted as <3 mg/dl and repeated on analyzer serial number (B)(4) as 50 mg/dl. Sample three initially resulted as <3 mg/dl and repeated on analyzer serial number (B)(4) as 43 mg/dl. Sample four initially resulted as <3 mg/dl and repeated on analyzer serial number (B)(4) as 47 mg/dl. Sample five initially resulted as <3 mg/dl and repeated on analyzer serial number (B)(4) as 40 mg/dl. Sample six initially resulted as <3 mg/dl and repeated on analyzer serial number (B)(4) as 42 mg/dl. The customer did not know if the patients were adversely affected by the event. No adverse events were alleged. The hdl reagent lot number was 66838301 with an expiration date of 12/31/2013. The customer declined a service visit. The customer was instructed to manually place a cassette in the empty position (position 24), perform a reset, then dump or unload the cassette. It was then confirmed in the analyzer software that only one cassette was on board in position 25.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.